Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump powered up after battery installation and was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thump/thus software. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (variable=[2]) (filenumber=[49] linenumber=[19208]) critical handling alarms confirmed in the detail trace files on 05/14/2024 at 05:36:36.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 lcd screen / pcba 2 /motor / force sensor. Unable to measure force sensor zero offset due to moisture exposure on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, broken battery tube threads, label damage (peeling/faded/stained), and corroded battery tube. Alleged critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 (variable=[2]) (filenumber=[49] linenumber=[19208]) confirmed in the detail trace files due to exposure to moisture on the pcba 1 lcd screen. Alleged cosmetic damage was confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, and broken battery tube threads were noted. Exposure to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1886 was returned for analysis.